Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the field service engineer, the issue was solved by replacing expiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs indicate a faulty expiratory gas pressure transducer pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout if present, and high priority alarms will be generated if the failure occurs during treatment. The root cause of the reported issue has not been determined.